Event description:
A meridian hemodialysis machine shut down, possibly without an audible alarm, during a pt treatment. The device shut down was immediately noticed since a nurse was monitoring the treatment. Some of the dialysis facility staff reported that the device did elicit an audible alarm, however, the attending nurse that started taking care of the pt right away could not recall an alarm. At the time of the device shut down the extracorporeal blood circuit was manually returned to the pt with saline. There was no pt injury or medical intervention associated with this incident.